Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was having some communication/connection issues. On the boot up, the camera was not functioning properly. The error message "localizer not found error" was seen. Along with this, the software was intermittently and randomly rebooting during a demo. In between reboots, the touchscreen functionality was going in and out. There was no patient involvement.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735796. : a medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm b01, fdr c19, fdc d14 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.